Manufacturer narrative:
(B)(4). Batch # t5el6k. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with two gst60b reloads present. The reload (c) was received fully fired. The reload (d) was received unfired. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the jaws did not open after the firing. The manual override lever was used to release the device since the knife reverse switch did not function. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.